Event description:
Describe the event or problem: microscope drapes x2 each had a rip at the seam at the ocular piece. No patient exposure or injury. What was the original intended procedure? : spine cervical below c2, arthrodesis anterior interbody, including disc space preparation,discectomy, osteophytectomy and decompression of spinal cord and/or nerve roots [22551 (cpt®)j, bilateral spine cervical below c2, arthrodesis, anterior interbody, including disc space preparation, discectomy, osteophytectomy and decompression of spinal cord and/or nerve roots, each additional interspace [22552 (cpt®)]. Spine, anterior instrumentation; 4 to 7 vertebral segments (list separately in addition to code for primary procedure) [22846 (cpt®)]. What problem did-the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working).